Manufacturer narrative:
Correction d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A medical safety review was performed with the event seriousness conclusion being serious injury. Peritonitis is an infection that requires medical intervention and will be assessed as a serious injury. It is unclear from the report whether the alleged malfunction of the capd y-set caused or contributed to peritonitis for the patient. The review concluded that it is undetermined whether use of the capd y-set caused or contributed to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced a leak from an ultraset capd disposable disconnect y-set. It was further reported the patient noticed a hole on the set. The cause of the hole was unknown. Subsequently, the patient experienced peritonitis. Hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.